Manufacturer narrative:
(B)(4). Concomitant products: oxford twin pegged femoral medium catalog 161469 lot 2234855; oxford anatomic bearing right size 3 catalog 159575 lot 375030; cobalt hv bone cement w/ gentamicin unknown catalog /lot #. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00948, 3002806535-2017-00949, 3002806535-2017-00950. The product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient reported persistent pain approximately 18 months post right partial knee arthroplasty. It was also reported that the patient experienced flexion contracture. No revision procedure is currently planned. No additional information is available.